Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tactiflex catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. At the end of the procedure, a drop in the patient's blood pressure was noted. An ultrasound was done which diagnosed a pericardial effusion on the anterior wall. A pericardiocentesis was performed which drained 450ml and stabilized the patient. The patient was transferred to the intensive care unit. The physician believes the perforation occurred during ablation of the cavo-tricuspid isthmus line. The physician does not think the event was caused by any abbott device.